Event description:
It was reported that the therapy cable connector was loose. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The therapy connector was hanging loose since the clip that held it in place was missing. Physio replaced the clip and observed proper device operation through functional and performance testing. The device was returned to the customer for use.